Event description:
It was reported that this right ventricular (rv) lead was explanted due to high pacing thresholds. A new lead with the same model was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to high pacing thresholds. A new lead with the same model was implanted. No additional adverse patient effects were reported. Additional information indicated that the cause of high pacing thresholds was dislodgement. Also, the lead will be returned.